Event description:
It was reported during embolization treatment, the embolization coil broke off in the competitors catheter. There was no reported injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for analysis. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.